Event description:
It was reported that the patients log files were sent for review. They contained loss of external power and power cable disconnect events while connected to the mobile power unit. The low voltage hazard events seen were the result of the mpu suddenly losing power. The system controller switched appropriately to the backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored. No abnormal system controller alarms or pump faults were seen in the log file. The pump appeared to be operating as intended.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section g4: PMA # corrected manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis. The heartmate mobile power unit (serial number: unknown) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 6 days (13may2025 to 18may2025 per the timestamps). The log file captured power cable disconnect, low power hazard, and no external power alarms due to two separate losses of ac power while connected to the mpu on 18may2025 from 06:09:13 to 06:09:23 and from 06:09:33 to 06:09:44. The alarms resolved each time when ac power was restored to the mpu. The system controller backup battery supported pump function during all events. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Multiple good faith efforts were sent to retrieve additional information regarding the serial number of the device, if a v-lock connector was in use, if the ac power cord had come loose from the wall outlet or the back of the mpu, if there were any environmental circumstances that could have contributed, if the mpu had been exchanged or removed from service, and if the mpu would be returning; however, to date, no response has been received. The root cause of the reported event could not be conclusively determined through this analysis. A DHR review cannot be performed due to the serial number of the device being unknown. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms including power cable disconnect, low power hazard, and no external power. Additionally, it outlines actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3, ¿powering the system¿ and heartmate 3 patient handbook section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use section f, ¿safety checklists¿ and heartmate 3 patient handbook section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.